Event description:
It was reported that cuff doesn't inflate properly during pre-test. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two samples were received for evaluation. The samples were received in used conditions, without original packaging and with its certificate of safe handling. During functional testing, the samples were filled with 5cc of air according to procedure. When the samples were inflated with air, the cuff only inflated one side. As per the instructions for use, the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed.